Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). While the reported guide wire is currently marketed in the us under the brand name asahi gladius mongo 14 es with the model number ap14r324p, the device is marketed in some areas outside the us under the brand name asahi gladius mg14 pv es with the model number pp14r204p. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. Investigation result: the reported gladius mg14 pv es guide wire was returned with its distal fragment for investigation. The outer coil together with the polymer jacket of the returned gladius mg14 pv es were found stretched from the proximal solder (set at 30mm from the wire tip to fix the outer coil onto the core wire). The outer coil of the guide wire was found fractured at approximately 20mm distal to the proximal solder, while the polymer jacket was found detached at approximately 18mm distal to the proximal solder. The outer coil of the distal fragment of the gladius mg14 pv es guide wire was found stretched for approximately 140mm and fractured at approximately 8mm from the wire tip. The polymer jacket was intermittently torn off and adhered on the outer coil. The ball tip was found at the very distal end of the guide wire. The polymer jacket of the fragment of the gladius mg14 pv es guide wire was removed for observation of the fracture ends of the outer oil, inner coil, and core wire. Microscopic observation found that the inner coil and the core wire were found fractured at approximately 8mm from the wire tip. Observation by scanning electron microscope (sem) found that the coil strands of the fracture ends of the outer coil and inner coil were twisted and necked, likely caused by torsional stress and tensional stress generated as the coils got straightened. The fracture end of the core wire of the proximal side was found necked with flat fracture surface with dimples due to tensional stress. The fracture end of the core wire of the distal fragment was found bent. The shaft surface of the core wire had circumferential cracks which could be attributed to accumulated cyclic bending and compressive stress. Measurement of the returned gladius mg14 pv es guide wire suggested that the inner coil and core wire were detached at approximately 8mm from the wire tip, and the outer coil was stretched and detached together with the polymer jacket at approximately 14mm from the wire tip. In addition to the above-mentioned gladius mg14 p es guide wire and its fragment, a non-asahi catheter and the asahi tornus pv catheter with an unspecified guide wire stuck together were returned. The tornus pv catheter with the stuck guide wire did not present any damage such as fracture or deformation that could be associated with the reported event. The non-asahi catheter was found cut at approximately 1,050mm from the catheter tip. The distal segment of the catheter was found crushed and three-dimensionally bent for approximately 30mm from the catheter tip. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that repeated tensional-compressional stress generated with guide wire manipulation might have been locally accumulated to the distal segment of the subject gladius mg14 pv es guide while the distal segment of the guide wire had been caught due to the lesion and/or anatomical conditions. Consequently, the core wire and the inner coil got fractured. As withdrawal attempts were made subsequently, the outer coil was stretched and detached together with the polymer jacket. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that the returned device was too severely damaged to rule out that the detached polymer jacket might have been left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. [Otherwise, the guide wire may be damaged.) Always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that revascularization of a heavily calcified 90-99%-occluded lesion in an unspecified below-the-knee region was performed. After an asahi gladius mg14 pv es guide wire crossed the lesion, an unspecified concomitant deice did not. Therefore, an asahi tornus pv catheter was concomitantly used. Although no excessive torsional stress or pressing stress was applied, the guide wire got stuck with the tornus pv catheter. Then, the gladius mg14 pv es guide wire got fractured when used with a zizai catheter (terumo). The whole system was removed as a unit, and a different guide wire was used with an unspecified catheter together with a low-profile balloon to cross the lesion. The procedure was successfully completed. It was informed that there were no adverse patient effects and the patient was doing fine after the procedure.